Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported the device was difficult to remove. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure to treat stenosis in the right superficial femoral artery (sfa). When removing the 2.4mm jetstream xc catheter from the non-boston scientific sheath, the 2.4mm jetstream xc catheter became stuck and was difficult to remove. Both the 2.4mm jetstream xc catheter and the non-boston scientific sheath had to be removed together as one unit. The case was completed with a non-boston scientific drug-coated balloon as planned for the procedure. There were no patient complications as a result of this event.